Event description:
Depuy spine became aware of an article that reviewed four cases of cornal plane deformity after 2-level total disc replacement. Three of the four were charite cases. As the article reports three adverse outcomes and three complaints were opened to document these events. Case: a male patient had 2-level arthroplasty at l4/5 and l5/s1. One year out, the pt reported increased lower back pain that was worse than his pre-op pain had been. L4/5 implant appeared to be off center to midline of l5/s1. Pt had facet injections for pain. He continues to have pain but will not undergo further surgical procedure. Article review: spine, vol 35; short segment coronal plane deformity after two-level lumbar total disc replacement. A. Ching, c. Birkenmaier, r. Hart, md.

Manufacturer narrative:
No conclusions can be made at this time. Based on the article, the problems experienced may have been related to placement of the implants. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions-for-use (IFU) supplied with each device.